Event description:
It was reported that on (B)(6) 2012, vertebral column resection of l4 and l2-iliac fixation with xia3 were performed. During follow-up, loosening of l2 and l3 screws and rod breakage were found. On (B)(6) 2015, revision surgery was performed. The replacement screws of l2 and l3, extension of fixation to t10-l1, adding of rods were done.

Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant manufacturing issues were identified during review of the manufacturing records. The returned device was inspected and its fracture surfaces exhibited beach marks, which are consistent with fatigue fracture. Furthermore, the device was confirmed to have been implanted for over 2 1/2 years. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that on (B)(6) 2012, vertebral column resection of l4 and l2-iliac fixation with xia3 were performed. During follow-up, loosening of l2 and l3 screws and rod breakage were found. On (B)(6) 2015, revision surgery was performed. The replacement screws of l2 and l3, extension of fixation to t10-l1, adding of rods were done.